Manufacturer narrative:
(B)(4) date sent: 7/7/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gcs40g lot number a99w8y and no non-conformances were identified. Additional information was requested and the following was obtained: the case was an ultra low anterior resection (ultra low lar) in which an echelon contour¿ curved cutter was utilized. During the transection, an issue with staple formation/misfire was observed, which was immediately recognized intraoperatively. The situation was managed appropriately by the surgeon using standard surgical judgment and hemostatic measures. Mild bleeding was encountered and was promptly controlled, with satisfactory hemostasis achieved. The estimated blood loss was minimal and within the expected range for the procedure, and no blood transfusion was required. The procedure was subsequently completed successfully without any adverse impact on the patient¿s outcome. Observed that upon firing the echelon contour (gcs40g), the staple pins did not deploy completely and were only partially formed. Subsequently, the reload disengaged from the device and entered the operative field. The issue was promptly identified and managed by the surgical team. Although intraoperative bleeding was encountered, it was effectively controlled, and the procedure was completed successfully. The patient is currently safe, clinically stable, and recovering satisfactorily. No major or permanent harm has been reported due to the event, and the patient¿s postoperative course has remained uneventful. Expressed dissatisfaction regarding the device performance during the procedure and strongly requested replacement of the affected stapler. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, miss fired during the surgery and the patient is still affected by the miss fire the pins came out half only. No patient consequences were reported.